Manufacturer narrative:
Follow-up information (legal claim) received on 07-jul-2016: this case is considered potential legal from this date forward. It was reported the plaintiff was implanted in (B)(6) 2007 (essure model was updated to ess305) after her essure procedure, the plaintiff began experiencing perforations in her fallopian tubes. She was told that she had migration of the essure device. On or about december 2014, she had surgery to remove essure. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was submitted to a bilateral salpingectomy, 7 years later, because essure coil on the right side had perforated her fallopian tube and was stuck to her colon. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. The perforation of the uterus, fallopian tubes and internal bodily structures may occur during essure therapy due to insert migration or during insertion procedure (hysteroscopy or essure placement). In this particular case, although the exact mechanism of the event is unknown; given its nature causality with the suspect insert cannot be excluded. Additionally, other non-serious events were reported. This case was considered an incident, since an intervention (salpingectomy) was required for event's treatment. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. According to additional information, this case became legal.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5042395) in united states on 06-jul-2015 who had essure (ess205) (fallopian tube occlusion insert) birth control device implanted in 2007. Consumer started having adverse reactions soon after essure insertion, which included low back pain, bowel issues (including diarrhea), loss of bladder function and severe abdominal pains that lasted over months. Finally, in (B)(6) 2014, she was admitted to the hospital after 3 emergency room visits in 10 days where her obstetrician/gynecologist did a laparoscopic bilateral salpingectomy because the essure coil on the right side had perforated her fallopian tube and was stuck to her colon. Additionally, consumer informed paroxitine as concomitant medication. The seriousness criterion "other serious (important medical events)" was reported. However, it was not specified for which event. Ptc investigation result was received on 15-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was submitted to a bilateral salpingectomy, 7 years later, because essure coil on the right side had perforated her fallopian tube and was stuck to her colon. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. The perforation of the uterus, fallopian tubes and internal bodily structures may occur during essure therapy due to insert migration or during insertion procedure (hysteroscopy or essure placement). In this particular case, although the exact mechanism of the event is unknown; given its nature causality with the suspect insert cannot be excluded. Additionally, other non-serious events were reported. This case was considered an incident, since an intervention (salpingectomy) was required for event's treatment. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information is being sought.

Manufacturer narrative:
Follow up 15-oct-2015: the required number of follow up attempts have been completed, without response to date. No new information was provided. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was submitted to a bilateral salpingectomy, 7 years later, because essure coil on the right side had perforated her fallopian tube and was stuck to her colon. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. The perforation of the uterus, fallopian tubes and internal bodily structures may occur during essure therapy due to insert migration or during insertion procedure (hysteroscopy or essure placement). In this particular case, although the exact mechanism of the event is unknown; given its nature causality with the suspect insert cannot be excluded. Additionally, other non-serious events were reported. This case was considered an incident, since an intervention (salpingectomy) was required for event's treatment. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information could not be obtained.